Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The explanted device is expected to be returned for analysis due to the setscrew issue at explant. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode ended up with an infected system. The patient was treated with intravenous antibiotics and the device and electrode remain implanted. No additional adverse patient effects were reported. Boston scientific received additional information that the patient received several inappropriate shocks. The patient was taken by ambulance to the hospital. In the ambulance some vt was noted, that converted with a shock. However, a review of the episodes found the events were caused by noise. The tip of the electrode had eroded through the patient's skin, causing the noise and oversensing. The inappropriate shocks induced vt, which was subsequently converted with another shock from the device. It was noted the patient had received a total of 33 shocks in 18 episodes, and there were other untreated events stored. The patient reported he had an infection previously of the xiphoid and suprasternal incisions. The xiphoid incision cleared with intravenous antibiotics but the suprasternal incision had required two debridement treatments. The patient did not recall when the electrode became exposed. Due to the electrode erosion, the s-ICD system was explanted. During the procedure, difficulty was experienced with the setscrew of the device. At this time, no system was implanted pending resolution of the infection. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies; the seal plug was intact and the setscrew functioned normally. High powered microscopic visual inspection of the lead barrel and header of the device noted no irregularities to contribute to the setscrew difficulty observed in the field. The device was able to be interrogated and a memory download was performed successfully. The device produced audible tones in the presence of a magnet. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode ended up with an infected system. The patient was treated with intravenous antibiotics and the device and electrode remain implanted. No additional adverse patient effects were reported. Boston scientific received additional information that the patient received several inappropriate shocks. The patient was taken by ambulance to the hospital. In the ambulance some vt was noted, that converted with a shock. However, a review of the episodes found the events were caused by noise. The tip of the electrode had eroded through the patients skin, causing the noise and oversensing. The inappropriate shocks induced vt, which was subsequently converted with another shock from the device. It was noted the patient had received a total of 33 shocks in 18 episodes, and there were other untreated events stored. The patient reported he had an infection previously of the xiphoid and suprasternal incisions. The xiphoid incision cleared with intravenous antibiotics but the suprasternal incision had required two debridement treatments. The patient did not recall when the electrode became exposed. Due to the electrode erosion, the s-ICD system was explanted. During the procedure, difficulty was experienced with the setscrew of the device. At this time, no system was implanted pending resolution of the infection. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode ended up with an infected system. The patient was treated with intravenous antibiotics and the device and electrode remain implanted. No additional adverse patient effects were reported.